Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been lost to follow up and the cardiac resynchronization therapy defibrillator (crt-d) reached end of service (eos). The crt-d was unable to be interrogated and the patient's heart rate was in the range of 40 beats per minute. The crt-d was explanted and replaced. No further patient complications have been reported as a result of this event.